Event description:
Rn was withdrawing catheter and no fluid returned into the syringe. Rn notified urology who arrived to continue to withdraw the catheter. When device had been withdrawn it was apparent that the balloon ruptured.